Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced nocturnal hypoglycemia, with a lowest blood glucose of 56 mg/dl and requested a supply change to a 23-inch, 6 mm inset; the ilet provided a low glucose alert, and troubleshooting and education were provided, including learning-phase guidance and tutorial resources. Symptoms included none reported. Outcomes included self-treatment without outside assistance or medical intervention, and correction of hypoglycemia using oral carbohydrates (juice and a granola bar); the glucose was not out of range for more than 90 minutes. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device malfunction identified and a cause that remained unclear, potentially related to early learning adaptation of the automated system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.